Event description:
Lumbar epidural injection at the l4-l5 level planned. Physician placed epidural needle. Prior to entering epidural space, the physician placed the stylet back into the epidural needle. Physician reached for the syringe and noted dark-hairlike object on the barrel of the syringe that was in the tray. Procedure stopped and will be re-scheduled. (B)(4).